Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported via clinical affairs that a study patient experienced seizures secondary to embolic showers, one (1) day post implant of the aortic bioprosthetic valve. Implant operative report of the edwards valve indicates it was completed without complication as the patient tolerated the procedure well and was transferred to the ICU in stable condition. One day post the operation, patient was noted to have an altered mental status and possible seizures. Positive diagnoses for multiple acute infarctions. No information to suggest a malfunction of the edwards device related to this event, as it remains implanted and properly functioning.

Manufacturer narrative:
A stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic crossclamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. Extensive calcification of the ascending aorta is believed to increase the risk of neurologic complications after valve replacement. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. The provided information suggests nothing to indicate an edwards device malfunction or quality deficiency that may have caused or contributed to this event. The edwards aortic valve remains implanted.